Event description:
Consumer complaint of hi blood glucose result. Test strip lot MFR's expiration date is 11/30/2016 and open vial date is not verified. Recall test results performed from meter memory:b)(6), 12:14pm, hi; (B)(6), 8:10am, 88 mg/dl; (B)(6), 7:08am, hi; (B)(6), 7:06am, 137 mg/dl; (B)(6), 6:18am, 122 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: foreign material on strip connector. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).